Event description:
It was reported that the connector broke and dislodged from the iliac screw. The patient underwent revision surgery.

Manufacturer narrative:
No product was returned for evaluation. X-rays were not provided to the manufacturer. With the available information, a cause or contributing factor cannot be identified.